Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4): samples of the alleged faulty device were received on (B)(4) 2010 and were routed into the carefusion failure analysis lab and are in the queue awaiting evaluation.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] has used these mouthpieces for a long time. The past three orders he has noticed that they are cut incorrectly and missing much of the mylar coating of the mouthpiece. He states about ten patients between the ages of (b)(6 have ended up with bloody lips after removing their lips from the mouthpiece. This includes himself which he is the biological standard for the lab. He is using a medgraphics system, but orders mouthpieces from us."